Event description:
Dr has poor bed side manner and demonstrates a lack of compassion for his pts. His administrative staff also mirrors his non-existent professionalism. For my initial lasik surgery consultation, I was seen about 1.5 hours late. I was told during that, the meeting would taken an additional hour. Total office time - 2.5 hours. When greeted, no apologies were given for the wait time; rather she had admitted that she had forgotten about the appointment. This was my first taste of how insignificant my importance was to the office. At the end of the appointment, I was promised that I would be contacted the next day to schedule my visit with dr so he could determine if I was a candidate for the surgery. Three days went by with no phone call, which prompted my follow up. I was scheduled for an appointment the next week. During the appointment, dr seemed to rush through his evaluation of my eyes as he rapidly switched lenses on the testing devices and almost answered the question of "which is clear" before I had the chance to respond. The doctor did determine that I was a candidate; but would require a special procedure as my eyes did not have a smooth surface. When I asked questions about the differences in the procedures, he seemed very disinterested and I felt rushed. I was originally scheduled for lasik for on one day. I was encouraged to take the day off from work and had done so. Because you are unable to drive home after the surgery, you also have to line up a driver. A family member came in from another state and needed to take 2 days off of work to assist me. To our surprise the surgery was cancelled 5 minutes before the actual scheduled time because of a technical problem. This resulted in one day of lost time for me and two days of lost time for my family member. No apology was given when the announcement about the technical problem was given. I was, however, told that my surgery would be scheduled the following week, at the end of the work day so that I did not have to miss additional time from work. Despite this promise, my procedure was rescheduled 2 times - bumping the surgery from the end of the day to mid day; requiring me to reschedule work meetings to accomodate the new time. When I asked greeter what consessions would be made, she responded, "it's an elective surgery, you don't have to get it." Not a response that I felt positive about - especially given the money I would be spending! When I arrived at the center, I was taken into a room so that I could be provided with the info about what to expect during the procedure. They went on to say that several of dr's pts have gone blind and that he had a 10% error rate. While they followed up by indicating that they were only joking it certainly didn't make me feel at ease. While in the operating room, dr made several forceful remarks to me requesting that I keep still. His remarks were loud and gave me the perception that he was yelling. After he completed the first eye he wanted to quickly go to the second. When I asked for a couple of minutes to unwind from the first procedure, he agreed; but by his voice inflection, I could tell he was not happy with the request. -again, I felt rushed and the dr did not give me the perception that my surgery was important - rather another pt to get done-. Overall the surgery went well and my vision has significantly improved. While the quality of work is not in question, I was dissatisfied by the lack of professionalism and the lack of appreciation and concern the entire staff demonstrated during my consulation visits with the dr and administrative staff. Feeling rushed, especially for a surgery that could cause blindness does not make one feel comfortable. While my general ophthalmologist referred me; he has also in fairness warned me about dr and his practice. I am hopeful that this will create some pause for concern and maybe raise some awarness in the need for the dr to treat his pts with better care and slow down; because one day his attitude and lack of ability to slow down will result in a mistake.